Event description:
The user's hearing performance with the device is affected. Given the user's middle ear conditions, the clinical team is considering hearing aids as an alternative to re-implantation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field the device is not longer working within specification as confirmed by in situ measurements. Further the conductor link was found in the external ear canal. The recipient has a radical cavity and previous infections which might have contributed to the extrusion. Currently re-implantation is not planned and the recipient will try hearing aids instead.

Event description:
The user's hearing performance with the device is affected. Given the user's middle ear conditions, the clinical team is considering hearing aids as an alternative to re-implantation.